Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received in normal working conditions and during analysis, the battery voltage reached elective replacement level. The device was tested under electrical and mechanical conditions and the results indicated normal functionality. Additionally, evaluation of the device under various pulse amplitudes revealed no anomalies. Total projected longevity based on average drain current is 5.72 years; the device was implanted for 6.69 years which exceeded the projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, premature battery depletion was noted on the device. The device was successfully explanted and replaced to resolve this event. The patient was stable following this event with no adverse health consequences.